Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited multiple issues, including damaged fiber bonding in the outer tube area at the distal end, a broken light guide bundle in the insertion section, a dented and damaged outer tube, inadequate or absent light transmission, corrosion of the fiber cone, corrosion of the optical data unit plug of the charged coupled device, corrosion of the optical data unit plug in the video cable section, and leakage current outside acceptable limits. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most likely cause of the other malfunctions identified during device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.